Event description:
It was reported that the pulse generator was in backup vvi mode. After a device software download, normal device function resumed. The device remained implanted.

Manufacturer narrative:
No medwatch form was received.